Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " and "material sensitivity reactions" and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-03075 /-03077 /-03078 /-03079 /-07616).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012 and a revision procedure of the left hip on (B)(6) 2011. A review of invoice history confirmed the initial surgery date for the left hip and the revision surgery date for the right hip; however, an invoice could not be located to confirm the initial surgery date for the right hip and the revision surgery date for the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain. Revision operative report noted the presence of metal debris and metal on metal wear. The modular head and acetabular liner were removed and replaced with competitor's liner and a biomet head. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to pain. Revision operative report noted the presence of acute inflammation, a fracture, and metal debris. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012 and a revision procedure of the left hip on (B)(6) 2011. A review of invoice history confirmed the initial surgery date for the left hip and the revision surgery date for the right hip. However, an invoice could not be located to confirm the initial surgery date for the right hip and the revision surgery date for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-03075/03077 & 03079).